Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported noise that resulted in non-sustained ventricular oversensing episodes was noted on the right ventricular lead. Programming changes were performed. Patient was asymptomatic throughout.